Event description:
It was reported to the MFR, by dealer, (B)(4), per dealer, all wires on the bed were exposed and caught on fire with pt on the bed. The pt was uninjured. Further investigation confirmed no pt injury. Per facility, "the wire inside the wall broke and came loose inside the plug. When the bed was plugged in, it sparked and causes a fire. The insulation on the spiral cord was loose and had exposed wires which made it doubly dangerous". Per facility, the issue was with the plug, not the bed. Upon receipt of the bed, preliminary investigation indicates user abuse. (B)(4).